Manufacturer narrative:
An event of stenosis and patient death were reported. The field indicated that there was coronary obstruction from the leaflets. Based on the medical review "a patient underwent implantation of a 23 mm trifecta valve and subsequently developed fibrous-calcific svd. The patient was managed with a transcatheter valve-in-valve intervention. To prevent coronary obstruction, the patient had a stent placed at the left coronary artery at the time of the transcatheter valve-in-valve intervention. However, at the end of the procedure, the stent was removed and several hours post-implant, the patient had a cardiac arrest and died due to a coronary obstruction. The cause of death was procedure-related and the decision to remove the stent. Alternatively, the patient could have undergone a basilica procedure to minimize the risk of coronary obstruction and underwent a traditional repeat surgical aortic valve replacement if there was a concern for a possible coronary obstruction due to a valve-in-valve intervention." A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2015, a 23mm trifecta valve was implanted during an aortic valve replacement. On a later date, an echocardiogram was performed and showed that the valve had stenosis. On (B)(6) 2023, a 23mm navitor valve was implanted using a flexnav delivery system for a valve-in-valve procedure. The navitor valve was implanted, and there was good flow in the coronary arteries following valve deployment. There were was no difficulty implanting the valve. The final implant depth of the navitor valve was 3mm. The decision was made to not leave the coronary stent in place. A few hours after the procedure, the patient went into cardiac arrest and passed away due to coronary obstruction of the trifecta valve leaflets pushing into the left coronary artery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 23mm trifecta valve was implanted during an aortic valve replacement. On a later date, it was determined that the valve had stenosis. On (B)(6) 2023, a 23mm navitor valve was implanted using a flexnav delivery system for a valve-in-valve procedure. The navitor valve was implanted, and there was good flow in the coronary arteries following valve deployment. There were was no difficulty implanting the valve. The final implant depth of the navitor valve was 3mm. The decision was made to not leave the coronary stent in place. A few hours after the procedure, the patient went into cardiac arrest and passed away due to coronary obstruction of the trifecta valve leaflets pushing into the left coronary artery. No additional information was provided.